Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was damaged. The following information was reported by the initial reporter with the verbatim: middle-aged female with history of left breast cancer. Procedure: infusion therapy. The primary tubing broke in half toward the end of the tubing closest to the attachment to patient. Tubing was being primed with saline. No known harm to patient, another set used.

Manufacturer narrative:
Investigation summary: a complaint of tubing breaking in half was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23025224 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 10feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was damaged. The following information was reported by the initial reporter with the verbatim: middle-aged female with history of left breast cancer. Procedure: infusion therapy. The primary tubing broke in half toward the end of the tubing closest to the attachment to patient. Tubing was being primed with saline. No known harm to patient, another set used.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) 1984 was used based on age of patient e4. The initial reporter also notified the FDA on 21 aug, 2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.